Event description:
After starting the IV, the hcp laid down the stylet with the safety clip engaged. When hcp went to pick it up, the safety clip was moved to the side. The hcp stuck fingers and is following a needle stick protocol.